Manufacturer narrative:
The distributor confirmed during a (B)(4) call that there was no impact to the patient. The device malfunction was investigated as a mechanical problem (1384). The device with alleged deficiences was not returned, so an analysis of production records and a historical analysis of date was performed. No device problems were found and no device problems detected.

Event description:
This report summarizes a previously unreported malfunction event (reference complaint file (B)(4)). The original complaint reported "the applicator for the clip applier allegedly broke and began to spit out clips".